Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the, the pump battery depleted form 90% to 4% within 20 minutes. In addition, the customer stated the battery gauge was observed to be jumping. The customer's blood glucose level was 150s (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.